Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was unable to pull up the medications because it was not showing up on the list. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) made multiple attempts to contact the customer. After receiving no response, the tss proceeded to close the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was unable to pull up the medications because it was not showing up on the list. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.